Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. The instruments involved with this event have not been received for failure analysis evaluation. All multi-use instruments used in the case have been used in subsequent procedures with the exception of the single-use instruments. A site history review has shown that no complaints have been created for any of these instruments. Review of the advanced stapler log was performed and showed the sureform 60 stapler was installed on the system 13 times and fired 12 reloads (5 blue, followed by 7 white). On installs 1-5, the firings were completed with no pauses for compression. On installs 6 and 7, the firings were completed with 1 pause for compression each. On install 8, the firing was completed with 2-3 pauses for compression. On install 9, the firing was completed with 3-4 pauses for compression. On installs 10 and 11, the firings were completed with 2-3 pauses for compression. On install 12, no clamping or firing was attempted. On install 12, the firing was completed with 1 pause for compression. There were no incomplete clamps, incomplete unclamps, or firing failures for this instrument. There were no stapler related errors in the system logs. Review of the system log was performed, and no related errors were observed.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) procedure, the surgeon attempted to control bleeding for two hours before converting to open surgery. The procedure was not a straightforward roux-en-y due to the patient also having an enlarged unspecified hernia and weight gain prior to surgery. The surgical task that was being performed at the time the bleeding occurred after staples were placed and the surgeon was dividing the staple line end that was still attached / tethered together. The surgeon did not think there was remaining blood flow at the end and ¿cold cut¿ the tissue with the monopolar curved scissors. The posterior of the stomach was being retracted and coagulation with the monopolar curved scissors was attempted. Bleeding was hard to control due to lack of visualization from the location and adipose tissue. The surgeon made the clinical decision to convert to open. The estimated blood loss was 2.5l. The patient received 4 units of packed red blood cells (prbc) and 2 units of fresh frozen plasma (ffp). The patient experienced post-operative complications after being released from hospital. The patient coughed at home and eviscerated the laparotomy wound. The patient came back to hospital on post-operative day 17 and the surgeon ¿put the bowel back¿ with mesh. The patient is still in the hospital recovering. When questioned whether the surgeon believed there was a malfunction of the da vinci system, instruments, or accessories, she stated that there no malfunction with the sureform 60 stapler but that the vessel sealer extend instrument was ¿sticky¿ and ¿didn¿t coagulate very well¿. The surgeon believes this was because of the patient¿s adipose tissue. The vessel sealer extend was cleaned several times during the procedure. No tissue had to be cut or removed from the jaws of the vessel sealer extend because the jaws were able, and continued to, open when needed.